Manufacturer narrative:
H10/ h11 : the device was received for evaluation. A leak test on the diaysate side was performed and a leak was observed. The reported condition was verified. The cause was a crack in the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the second hour of treatment with a polyflux 17l, an external fluid leak from the header was observed. A blood loss of 200ml due to polyflux replacement was also reported. There was no patient injury or medical intervention associated with this event. No additional information is available.